Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to an "unhealthy diet". The patient received unspecified treatment for the event. Hospitalization, and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.